Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited delayed in therapy due to undersensing. The patient had atrial fibrillation (af) and the right ventricular (rv) amplitudes were around 6mv. Furthermore, the patient was in slow ventricular tachycardia (vt) below the current programming. Subsequently re-programming was performed with the lowest zone being monitor only. This device remains in service. No adverse patient effects were reported.